Event description:
During a two bunionectomies a saw leaked a small amount of black fluid into the surgical site. The physician states that both cases later had cellulitic infections that he treated with anti-biotics.